Event description:
New information received notes that the patient presented to clinic after receiving a patient notifier. Far p oversensing was observed. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up. Post-pace t-wave oversensing was observed on stored egm. The device was reprogrammed and remains implanted.